Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low amplitude and low out of range pacing impedance measurements on the right ventricular channel. A therapy upgrade was being scheduled and was decided to address the issue at the time of the procedure. At this time, this device remains in service. No further adverse patient effects were reported.